Event description:
A doctor¿s office had alleged that six (6) patients had experienced a debonding of restoration after placement with the breeze cement. This is the sixth of six (6) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age and weight were not provided by the doctor's office. The doctor's office could not recalled any patient or incident information. The product involved in the alleged incident was not returned; therefore, a retain sample was evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to this lot.

Manufacturer narrative:
The product alleged in this incident was returned; however, it was received in a condition that made analysis impossible.